Event description:
Facility biomed reported nurse programmed infusion of d51/2ns at 40 ml/hr. Pump was later making noisy sounds and when user checked it noted rate was set at 440 ml/hr. She changed rate back to 40 ml/hr. Pt was stable with lungs clear, no shortness of breath, and vital signs stable. Investigation is ongoing. Follow-up report will be filed when investigation is complete.